Event description:
The solution from the wash 1 bottle ran out on an advia centaur xp instrument. There was no indication to the operator that the wash 1 bottle was empty. The operator was alerted once the wash 1 reservoir was empty and the upcoming tests were cancelled. The operator also deleted the tests that were running but had not resulted. No patient results were affected by this issue.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to evaluate the advia centaur xp instrument. The fse was not able to replicate the problem of the wash 1 emptying without alerting the operator. The fse replaced the wash 1 interconnect printed circuit board (pcb) and the wash 1 fluid sensor assembly. The fse ran quality controls, which were within range. The cause of the wash 1 bottle emptying without alerting the operator was a malfunction of the wash 1 pcb. The instrument is performing within specifications. No further evaluation of this device is required. Additional information: an urgent medical device correction (umdc), (B)(4) - "advia centaur / advia centaur xp system misinterprets wash 1 fluid signals", was sent to customers in (B)(6) 2012.